Manufacturer narrative:
Concomitant products: 4454 lead, implanted: (B)(6) 2001.

Event description:
The patient reported having symptoms ever since knee replacement surgery and was concerned that the magnet over the device during surgery altered the function of the device. The patient indicated having had a device check and that everything looked fine. About a month later, the patient further reported being light headed and hard to do activities. Patient also noted having twitching in their body and having sweats. Follow up with the physician indicated that the system was functioning normally; however, reprogramming was performed to optimize settings to alleviate some of the patient's symptoms. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.